Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse replaced the small syringe and ran a patient sample, the first sample area was good. The customer then ran calibrators and controls. The first calibrator errored with low area. The fse found a clogged stator face on the injector valve and replaced it. Fse also replaced the rotor seal on the injector valve and the six way valve rotor seal. Patient sample, calibrators and controls,all acceptable. The g8 was working as intended. No further action required by fse. The probable cause of the event was a clogged stator face.

Event description:
On (B)(6) 2015 a customer reported that the area was too low for first sample run on their g8 analyzer. Customer primed all reagents and did a drain flush first thing in the morning and still got area low on first sample, which was a calibration. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting of hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.